Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in the right posterior superficial artery, the recanalization catheter was being repositioned when the distal tip of the catheter allegedly detached and remained in the lesion. It was further reported that the health care provider (hcp) performed angioplasty and placed a stent, securing the detached tip against the vessel wall. No further treatment was required. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The distal end was examined under magnification (16x) and it was observed that the distal tip was missing from the catheter and was not returned. The core wire remaining within the catheter was measured to be 150.8cm, indicating that 3.2cm of the core wire and distal tip were not returned for evaluation. The distal end of the catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. No anomalies were noted to the returned usher support catheter. Functional/performance evaluation: the sample was returned; however, functional/performance evaluation could not be performed based on the condition of the sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The definitive root cause for this event could not be determined based upon the available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter s6 from the body and advance a guidewire through the lesion.

Event description:
It was reported that during use in the right posterior superficial artery, the recanalization catheter was being repositioned when the distal tip of the catheter allegedly detached and remained in the lesion. It was further reported that the health care provider (hcp) performed angioplasty and placed a stent, securing the detached tip against the vessel wall. No further treatment was required. There was no reported patient injury.